Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the composix kugel (device 2). An additional supplemental emdr was submitted to represent the ventrio st (device 3). An additional MDR was submitted to represent the composix mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010 ¿ patient was diagnosed with chronically incarcerated recurrent ventral hernia thereby underwent open repair with the partial removal of composix mesh (device 1) and implant of composix kugel mesh (device 2). Per op notes, ¿a large piece of composix mesh (device 1) was present in abdomen was divided. Adhesiolysis was performed. The recurrent hernia was noted and some of previously placed mesh (device 1) was removed. A composix kugel mesh (device 2) was placed to defect and secured using sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with chronic abdominal pain and incarcerated recurrent ventral hernia thereby underwent open repair with the partial removal of mesh (device 1, 2) and implant of ventrio st (device 3). Per op notes, ¿there were a lot of adhesions of the small bowel to the mesh were taken down. Meckel¿s diverticulum adherent to mesh causing pain and recurrent hernia was found. All the mesh (device 1, 2) were excised in majority and fistula was identified. A ventrio st mesh (device 3) was placed with seprafilm on the anterior surface of the intestines using sutures.¿ on (B)(6) 2016 ¿ patient had abdominal pain and was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of meshes (device 1, 2, 3) and implant of phasix st mesh (device 4). Per op notes, ¿the previously placed meshes (device 1, 2) encountered which were markedly fibrotic and over a cm thick including at least a couple different meshes and significant scarification in an underlay position. Adhesiolysis was done. The mesh (device 2) appeared to be composite mesh with eptfe and polypropylene, possibly 2 or more meshes present. Both halves of pathologically fibrotic meshes (device 1, 2) were removed. A piece of resorbable phasix st mesh (device 4) was placed underneath costal margin using sutures.¿